Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-01178. Concomitant medical products: articular surface with locking screw, item# 00599404012, lot# 63533554 . Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to loosening. There is no additional information at this time.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to loosening of the fixation screw of the inlay. No additional information is available.

Manufacturer narrative:
Concomitant medical products: articular surface with locking screw item# 00599404012 lot# 63533554, stem extension offset 11mm dia x 100mm length item# 00598802011 lot# 63725407, femoral component size f right item# 00599401692 lot# 63709723, stem extension straight 16mm dia x 100mm lth item# 00598801016 lot# 63612046. The reported event was confirmed as articular surface and supporting screw were returned and visual evaluation of the returned product exhibits signs of wear (nicked, gouged, micro motion). The threads on the tip of the supporting screw was found slightly damaged. Initial op notes and first revision surgery op notes were not provided. Second revision op notes demonstrated that the patient was revised due to pain and instability. During the revision, in the area of the medial collateral ligament, there is evidence of few but existing mild changes due to metallosis. The screw was disassociated and removed. A new articular surface with the same size was implanted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.